Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance measurements on the right ventricular (rv) lead. A review of the historical daily impedance measurements indicate that the impedances have always been high. All other lead integrity measurements appear stable. The patient is not pacemaker dependent. The device was reprogrammed and remains in service. The patient will be monitored. No adverse patient effects were reported.